Event description:
The customer returned the system for repair due to an inaccurate pulse mode. During evaluation, enough liquid oxygen leaked through the cracked connecting tubes during and after fill to potentially cause a serious injury should this malfunction recur. Co's service tech also reported the pneumatic demand device (pdd) sensitivity was out of adjustment (which duplicated the reported problem), the quick connect leaked, the nuts on the relief economizer valve were loose, and the vent valve was cracked. The unit was partially repaired and returned to the customer. The connecting tubes were replaced, the pdd was adjusted, and the relief economizer valve nut was tightened. Per the customer's request, the quick connect leak and cracked vent valve were not replaced. A review of the product history record indicates no discrepancies in the mfg process per the approved dmr. A corrective action has been implemented which replaced the connecting tubes with a more durable material on units mfg after 9/13/95.